Event description:
The customer reported falsely elevated alinity I anti-hbs results generated by the alinity I processing module for a 38-year-old female patient. It was noted that the patient had not been vaccinated against hepatitis b and has no history of hepatitis b. The following results were provided: sid 39: alinity I anti-hbs result = 315.63, 324.96, 332.39 miu/ml. Hbv dna = negative. Per the alinity I anti-hbs package insert, interpretation of results section, an anti-hbs concentration = 10 miu/ml is regarded as being protective against hepatitis b viral infection. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 7p89 that has a similar product distributed in the us, list number 7p88, with 510k/PMA/bla number p050051.